Manufacturer narrative:
(B)(4). Batch #: t5cv0g. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge not loaded on the device. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor and bulkhead contacts. No functional test was performed due the condition of the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge.one possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Surgeon did robot surgery procedure for gastrectomy. She fired for cut jejunum site tissue with this product. After fired she saw target tissue were not cut & seal clearly but, tissue were not cut and staples were not deployed on tissue but opened its staple legs. Surgeon used one another body and cartridge for new fire. There were no patient consequences.